Manufacturer narrative:
A4 weight is unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella rp flex device was inserted via the right femoral vein in a 65 year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. The patient required biventricular mechanical circulatory support, with the second device being an impella cp. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. During support, the impella rp flex device was operating at performance level 7 when no flow was observed. The pulmonary artery waveform was noted to drift upward, with flows progressively decreasing to zero. A placement signal not reliable alarm was noted, along with a flow calculation disabled message. It was reported that motor current remained present, suggesting potential ongoing pump function. Imaging with echocardiography confirmed that the pump was still flowing despite the absence of displayed flow on the console. Pump positioning was confirmed via imaging. The pump was not replaced. The activated clotting time was maintained within the target range throughout support. It was reported that venous lines or cannulas in place were not evaluated for thrombus risk prior to impella rp flex insertion. While on support, the impella rp flex device continued to operate at performance level 7 with zero flow displayed. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The patient expired while on support. The death is conservatively being reported; however, it is most likely attributed to the patient¿s underlying critical clinical condition due to acute myocardial infarction complicated by cardiogenic shock as they presented in society for cardiovascular angiography and interventions (scai) shock stage e, in the setting of biventricular mechanical circulatory support.